Event description:
The cobra grasper instrument was returned with no info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions. The distal end of main tube has 4 long, narrow sections with material removed. Three of the sections are concentrated on one side of the tube. The width of scrapes and spacing suggest separate occurrences of scraping. There are also various scratch marks in the same general area of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collisions. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received. The endowrist instruments for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.